Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Unable to perform further investigation due to applicator was not returned. Therefore, this issue will be closed to no product returned. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing symptoms described as redness on the right arm, pain, swelling all over, including the armpits, and inability to move the arm during insertion of the abbott diabetes care (adc) device. The customer had contact with a healthcare professional who reportedly removed the sensor and treated the customer by administering some painkillers. There was no report of death or permanent impairment associated with this event. On 10-jul-2025, abbott diabetes care (adc) received prior information regarding the treatment prescribed by the healthcare professional (hcp). This case is related to case ID 103613447. On 27-jun-2025, the customer experienced pain, arm inflammation while wearing the adc sensor and was unable to self-treat, requiring a visit to the hospital. Upon arrival, the customer was treated with an unspecified infusion to reduce the pain. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing symptoms described as redness on the right arm, pain, swelling all over, including the armpits, and inability to move the arm during insertion of the abbott diabetes care (adc) device. The customer had contact with a healthcare professional who reportedly removed the sensor and treated the customer by administering some painkillers. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report: it was determined that the g3 - date received by mfg date of 11-jul-2025 provided in the initial report was incorrect; the correct g3 - date received by mfg date is 10-jul-2025. The following sections have also been updated: section b3 - date of event. Section d4 - primary UDI number. Section b5 - describe event or problem. Section h6 - adverse event problem (health effect - clinical code). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing symptoms described as redness on the right arm, pain, swelling all over, including the armpits, and inability to move the arm during insertion of the abbott diabetes care (adc) device. The customer had contact with a healthcare professional who removed the sensor and treated the customer by administering an unspecified infusion "to reduce the pain". There was no report of death or permanent impairment associated with this event.